Manufacturer narrative:
Additional information: section b: event description. Section g: date received by manufacturer; type of report. Section h: device manufacture date; evaluation codes. The evoke closed loop stimulator remains implanted. The patients¿ event logs were reviewed, with no anomalies identified. The root cause of the reported event cannot be definitively determined. The evoke scs system surgical guide warns of potential interference with implanted cardiac devices, stating, ¿the evoke system may interfere with other implanted stimulators with sensing capabilities, such as demand type pacemakers or cardioverter defibrillators. The effects of implanted stimulation devices on the evoke system is unknown.¿ the surgical guide describes potential risks associated with the implantation and use of a spinal cord stimulation system, include ¿uncomfortable changes in stimulation (over and/or under stimulation).¿.

Event description:
During a follow-up visit on (B)(6) 2025, the evoke scs system was turned on. The patient was seen on (B)(6) 2025 and has been utilizing the evoke scs system at low intensity.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported brief changes in stimulation, shortness of breath, increased instability and dizziness. The patient expressed concern of signal interference with her existing pacemaker. The following troubleshooting has been performed: evaluation of the implanted pacemaker and evoke scs system performance in the presence of the pacemaker and saluda representatives to confirm no device interference, a change in prescription medication by the patient¿s cardiologist and turning off the patient¿s scs system. Following the troubleshooting above, the patient has reported symptom improvement. Further evaluation with the saluda representative is expected to be performed.

Manufacturer narrative:
Correction and additional information: section d - device available for evaluation; device returned to manufacturer, section g - date received by manufacturer; type of report, section h - evaluation codes. The cls was returned to saluda for analysis. The device passed visual and functional testing. The patient¿s event logs were reviewed, and no anomalies were identified. The root cause of the reported event cannot be definitively determined. The evoke scs system surgical guide warns of potential interference with implanted cardiac devices, stating, ¿the evoke system may interfere with other implanted stimulators with sensing capabilities, such as demand type pacemakers or cardioverter defibrillators. The effects of implanted stimulation devices on the evoke system is unknown.¿ the surgical guide describes potential risks associated with the implantation and use of a spinal cord stimulation system, include ¿uncomfortable changes in stimulation (over and/or under stimulation) and the patient may require surgery (including revision, explant, and replacement) as a result. ¿

Manufacturer narrative:
Additional information: section b - event date; event description, section d - explantation date, section g - date received by manufacturer; type of report, section h - evaluation codes. Investigation of this event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
The evoke scs system was explanted.